Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following observations were noted: the crimped valve was stuck inside the esheath at the abdominal aorta. The esheath liner was expanded at the proximal side. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath using the s3 valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, sheath shaft kinks can be a result of any excessive device manipulation applied to overcome the resistance. The reported event for inability to advance through the esheath' was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (tortuosity, undersized vessels) likely contributed to the event as per information provided the access vessels were highly tortuous and too small. However, without CT report the access vessels characteristics cannot be confirmed. Tortuous vessels can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system through the sheath. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards taiwan affiliate, during a transfemoral tavr procedure with a 20mm sapien 3 transcatheter heart valve, the commander delivery system with crimped valve got stuck in the esheath and it cannot be inserted nor pulled out due to very small vessel with high tortuosity. All the devices were removed as a single unit and a new devices were used. There was access bleeding due to femoral artery dissection and stenting graft was implanted. The patient was stable post-procedure.